Manufacturer narrative:
Results: bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no draw with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that twenty 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tubes could not draw blood at all. Fifteen to twenty tubes, out of 300, claimed to have this problem. No medical intervention or serious injury reported.